Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile prosthesis and experienced left-sided local reaction, capsular contracture (grade unknown), and deflation postoperatively. The patient is currently experiencing left-sided swelling, hardness, fluid accumulation, and breast pain. MRI, mammogram, and pet scan indicate that the implant is deflated. The patient¿s physician recommended the patient to first undergo removal without replacement first, wait till she completely heals, and move on with new breast implant placement. However, at the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information.